Event description:
An extrusion of the electrode lead though the external auditory canal (eac) led to revision surgery, scheduled on (B)(6) 2023. The active electrode array migrated also out from the cochlea during the revision surgery. During the revision surgery the device was damaged, therefore the user was re-implanted with a new device. The new implant will be activated next month.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusions: device investigation did not reveal any device defect or damage, which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the revision surgery. According to the information received from the field the recipient underwent a revision surgery due to an extrusion of the electrode lead into the external ear canal. During the revision surgery the device was inadvertently damaged and explanted. This is a final report.

Event description:
An extrusion of the electrode lead though the external auditory canal (eac) led to revision surgery, scheduled on (B)(6) 2023. It was planned to proceed with a revision surgery and with eac closure + petrosectomy, in order to prevent any other extrusion. During the revision surgery the active electrode array came out from the cochlea. While tying to reinsert the electrode array the device was damaged, therefore the user was re-implanted with a new device. The reason of the extrusion of the electrode is unknown.